Manufacturer narrative:
(B)(4). The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). The cause of the iipv was determined to be insufficient drain due to false empty detect at initial drain and at previous therapy last drain. The device was found to meet functional specifications relative to the iipv identified via device log review. A service history review (shr) revealed that no issues that may have contributed to the iipv. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
During evaluation of a returned homechoice (hc) machine, an increased intra-peritoneal volume (iipv) was identified on (B)(6) 2010 during drain cycle 2. The patient's ultrafiltration (uf) reading was 2074 ml, indicating the home patient (hp) drained 2074 ml more than the largest prescribed fill volume of 2500 ml. This meant the total drain volume was 4574 ml, which meets the iipv criteria. No patient injury or medical intervention was reported. Product surveillance contacted the nurse manager on (B)(6) 2011 to notify her of the incidents of iipv that were found during the device evaluation. The nurse stated that she would pass along the information to the home patient (hp)'s nurse.